Manufacturer narrative:
Please note the date of event was reported and known only as (B)(6) 2019. At time of filing, although expected, the reported device has not been returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Conmed received notification of issues involving the hyfrecator pencil item # 7-900-5, unknown serial #, experienced in may and june 2019. The reported issue from (B)(6) 2019 is captured under this MDR 3007305485-2019-00282. It was reported only that "tips fall out of pens due to cracking of pencils" . It is indicated that there was no impact or injury to the patient, and the procedure was completed. The issue reported happening in (B)(6) 2019 was discovered pre-op. Additional information obtained indicates that when the experienced surgical team put the tips in to prepare for the procedure, they noticed the pencil point of the pen cracking. It is reported that the pencil is cracking when the tips are actually being inserted. The issue with the pencil cracking was experienced at the beginning of the surgical day and the facility stated they taped them up and the devices were used in the procedure with no other reported issues. The device had been used at least 50 times prior to the cracking issue. It is noted that the facility does not autoclave electrical pencils, they only sterilize by hand. It was confirmed that at no time did any piece of the device detach, fall off or fall into the patient. The reported issue from (B)(6) 2019, involving qty 2, is captured under MDR 3007305485-2019-00283. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Conmed sample lab received two 7-900-5 in opened unoriginal packaging. The lot number could not be verified. A visual inspection of the devices was performed and found the tips of the pencils on both devices were cracked/ broken. The reported complaint of the cracked broken tips was confirmed. As a lot number was not provided, conmed could not conduct a two-year lot history review or review the manufacturing documents from the device history record. (B)(4). The instructions for use (IFU) provides the user with information regarding the proper care and use of this device. The IFU also advises the user is of warnings, cautions and techniques including: the user is advised that this device should never be used when there is visible evidence of damage to the exterior of the device, such as cracks, cuts, punctures, nicks, abrasions, discoloration or connector damage. These devices should be inspected before use. Visually examine the devices for obvious physical damage: cracked, broken or otherwise distorted plastic parts; damage including cuts, punctures, nicks, abrasions, unusual lumps or significant discoloration. Use lowest possible power setting on the conmed® hyfrecator® 2000 electrosurgical generator and shortest possible activation time capable of achieving the desired surgical effect. This issue will continue to be monitored through the complaint system to assure patient safety.